Event description:
The complainant alleged that during technical services recertification of the unit the unit displayed pacer fault codes 123 and 126. There was no pt involvement with this reported incident.